Manufacturer narrative:
H10: h3, h6: the reported flexible passing pins, used in treatment, have not been returned for evaluation, however three unused devices were returned. Without the exact devices in question a visual evaluation cannot be performed and the customers complaint cannot be confirmed. The returned devices show no abnormalities. Dimensional assessment confirmed they meet print specifications. From the information provided, the passing pin broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied to the passing pin during placement. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
The reported flexible passing pins, used in treatment, have not been returned for evaluation, however three unused devices were returned. Without the exact devices in question a visual evaluation cannot be performed and the customers complaint cannot be confirmed. The returned devices show no abnormalities. Dimensional assessment confirmed they meet print specifications. From the information provided, the passing pin broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied to the passing pin during insertion. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during a procedure the passing pin was breaking in half. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.